Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "air detector error" which was not reproduced. Air in line alarms were verified through a review of the event history log and are analogous to the reported "air detector error." This condition was found to be caused by a failed ultrasonic sensor due to continuity on the tail pins. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "air detector error." There was no known patient injury or medical intervention associated with this event. No additional information is available.